Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy due to lumbar disc herniation. Intra-op, the flex arm was broke at the part of screw. There were no patient complications reported as a result of this event.